Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. A45117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd. Concurrent conditions included ovarian cyst, bipolar disorder, headache, obsessive-compulsive disorder, seizure and substance abuse. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2014 for adhd as well as meloxicam (mobic) since (B)(6) 2014 and tramadol since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish/anxiety"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain:leg"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), blindness ("vision loss") and infection ("infections"). The patient was treated with alprazolam (xanax) and surgery (ablation in (B)(6) 2013 and robot total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hot flush, nausea, vaginal discharge and infection had resolved and the menstrual disorder, depression, anxiety, blindness, tooth disorder, fatigue and pain in extremity outcome was unknown. The reporter considered anxiety, blindness, depression, fatigue, hot flush, infection, menorrhagia, menstrual disorder, nausea, pain in extremity, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion detail: coil count: left: 3, right : 4. Surgical pathology report: uterus and bilateral fallopian tubes, resection: cervix, high grade intraepithelial lesion (hsiu severe dysplasia/carcinoma in situ). Ectocervical margin, negative for dysplasia operation/specimen: a: uterus and bilateral fallopian tubes, resection. Endometrium, focal disordered proliferative phase pattern. Myometrium, features consistent with prior ablation. Bilateral fallopian tubes, gross documentation of wires. She received treatment for menorrhagia, abnormal vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Ultrasound uterus - on (B)(6) 2013: essure coils are seen in the expected location of the proximal fallopian tube. There is a minimally complex cyst within the left ovary which measures 3.1 x 2.1 x 2.4 cm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, depression, anxiety, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, vaginal discharge was changed to recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. A45117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd, seronegative arthritis, fibromyalgia, muscle weakness, dizziness, excess sweating and visual impairment. Concurrent conditions included ovarian cyst, bipolar disorder, headache, obsessive-compulsive disorder, seizure and substance abuse. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2014 for adhd as well as meloxicam (mobic) since (B)(6) 2014 and tramadol since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish/anxiety"). In february 2013, the patient experienced hot flush ("hot flashes"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain:leg"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), blindness ("vision loss") and infection ("infections"). The patient was treated with alprazolam (xanax) and surgery (ablation in (B)(6) 2013 and robot total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hot flush, nausea, vaginal discharge and infection had resolved and the menstrual disorder, depression, anxiety, blindness, tooth disorder, fatigue and pain in extremity outcome was unknown. The reporter considered anxiety, blindness, depression, fatigue, hot flush, infection, menorrhagia, menstrual disorder, nausea, pain in extremity, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion detail: coil count: left: 3, right : 4. Surgical pathology report: uterus and bilateral fallopian tubes, resection: cervix, high grade intraepithelial lesion (hsiu severe dysplasia/carcinoma in situ). Ectocervical margin, negative for dysplasia operation/specimen: a: uterus and bilateral fallopian tubes, resection. Endometrium, focal disordered proliferative phase pattern. Myometrium, features consistent with prior ablation. Bilateral fallopian tubes, gross documentation of wires. She received treatment for menorrhagia, abnormal vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Ultrasound uterus - on 08-may-2013: essure coils are seen in the expected location of the proximal fallopian tube. There is a minimally complex cyst within the left ovary which measures 3.1 x 2.1 x 2.4 cm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, depression, anxiety, menorrhagia.". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- new reporter, medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. A45117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd. Concurrent conditions included ovarian cyst, bipolar disorder, headache, obsessive-compulsive disorder, seizure and substance abuse. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2014 for adhd as well as meloxicam (mobic) since (B)(6) 2014 and tramadol since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish/anxiety"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain:leg"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), blindness ("vision loss") and infection ("infections"). The patient was treated with alprazolam (xanax) and surgery (ablation in (B)(6) 2013 and robot total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hot flush, nausea, vaginal discharge and infection had resolved and the menstrual disorder, depression, anxiety, blindness, tooth disorder, fatigue and pain in extremity outcome was unknown. The reporter considered anxiety, blindness, depression, fatigue, hot flush, infection, menorrhagia, menstrual disorder, nausea, pain in extremity, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion detail: coil count: left: 3, right : 4. Surgical pathology report: uterus and bilateral fallopian tubes, resection: cervix, high grade intraepithelial lesion (hsiu severe dysplasia/carcinoma in situ). Ectocervical margin, negative for dysplasia operation/specimen: a: uterus and bilateral fallopian tubes, resection. Endometrium, focal disordered proliferative phase pattern. Myometrium, features consistent with prior ablation. Bilateral fallopian tubes, gross documentation of wires. She received treatment for menorrhagia, abnormal vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Ultrasound uterus - on (B)(6) 2013: essure coils are seen in the expected location of the proximal fallopian tube. There is a minimally complex cyst within the left ovary which measures 3.1 x 2.1 x 2.4 cm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, depression, anxiety, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, vaginal discharge was changed to recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. A45117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd. Concurrent conditions included ovarian cyst, bipolar disorder, headache, obsessive-compulsive disorder, seizure and substance abuse. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2014 for adhd as well as meloxicam (mobic) since (B)(6) 2014 and tramadol since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish/anxiety"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 5 months 16 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain:leg"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), blindness ("vision loss") and infection ("infections"). The patient was treated with alprazolam (xanax) and surgery (ablation in (B)(6) 2013 and robot total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hot flush, nausea, vaginal discharge and infection had resolved and the menstrual disorder, depression, anxiety, blindness, tooth disorder, fatigue and pain in extremity outcome was unknown. The reporter considered anxiety, blindness, depression, fatigue, hot flush, infection, menorrhagia, menstrual disorder, nausea, pain in extremity, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion detail: coil count: left: 3, right : 4. Surgical pathology report: uterus and bilateral fallopian tubes, resection: cervix, high grade intraepithelial lesion (hsiu severe dysplasia/carcinoma in situ). Ectocervical margin, negative for dysplasia operation/specimen: a: uterus and bilateral fallopian tubes, resection. Endometrium, focal disordered proliferative phase pattern. Myometrium, features consistent with prior ablation. Bilateral fallopian tubes, gross documentation of wires. She received treatment for menorrhagia, abnormal vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Ultrasound uterus - on (B)(6) 2013: essure coils are seen in the expected location of the proximal fallopian tube. There is a minimally complex cyst within the left ovary which measures 3.1 x 2.1 x 2.4 cm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, depression, anxiety, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. A45117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd. Concurrent conditions included ovarian cyst, bipolar disorder, headache, obsessive-compulsive disorder, seizure and substance abuse. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2014 for adhd as well as meloxicam (mobic) since (B)(6) 2014 and tramadol since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish/anxiety"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain:leg"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), blindness ("vision loss") and infection ("infections"). The patient was treated with alprazolam (xanax) and surgery (ablation in (B)(6) 2013 and robot total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, hot flush, nausea and infection had resolved and the menstrual disorder, depression, anxiety, blindness, tooth disorder, fatigue, vaginal discharge and pain in extremity outcome was unknown. The reporter considered anxiety, blindness, depression, fatigue, hot flush, infection, menorrhagia, menstrual disorder, nausea, pain in extremity, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion detail: coil count: left: 3, right : 4. Surgical pathology report: uterus and bilateral fallopian tubes, resection: cervix, high grade intraepithelial lesion (hsiu severe dysplasia/carcinoma in situ). Ectocervical margin, negative for dysplasia operation/specimen: a: uterus and bilateral fallopian tubes, resection. Endometrium, focal disordered proliferative phase pattern. Myometrium, features consistent with prior ablation. Bilateral fallopian tubes, gross documentation of wires. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Ultrasound uterus - on (B)(6) 2013: essure coils are seen in the expected location of the proximal fallopian tube. There is a minimally complex cyst within the left ovary which measures 3.1 x 2.1 x 2.4 cm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, depression, anxiety, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic area') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. A45117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd. Concurrent conditions included ovarian cyst, bipolar disorder, headache, obsessive-compulsive disorder, seizure and substance abuse. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2014 for adhd as well as meloxicam (mobic) since (B)(6) 2014 and tramadol since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish/anxiety"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain:leg"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), blindness ("vision loss") and infection ("infections"). The patient was treated with alprazolam (xanax) and surgery (ablation in (B)(6) 2013 and robot total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, hot flush, nausea and infection had resolved and the menstrual disorder, depression, anxiety, blindness, tooth disorder, fatigue, vaginal discharge and pain in extremity outcome was unknown. The reporter considered anxiety, blindness, depression, fatigue, hot flush, infection, menorrhagia, menstrual disorder, nausea, pain in extremity, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion detail: coil count: left: 3, right: 4. Surgical pathology report: uterus and bilateral fallopian tubes, resection: cervix, high grade intraepithelial lesion (hsiu severe dysplasia/carcinoma in situ). Ectocervical margin, negative for dysplasia operation/specimen: a: uterus and bilateral fallopian tubes, resection. Endometrium, focal disordered proliferative phase pattern. Myometrium, features consistent with prior ablation. Bilateral fallopian tubes, gross documentation of wires. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Ultrasound uterus - on (B)(6) 2013: essure coils are seen in the expected location of the proximal fallopian tube. There is a minimally complex cyst within the left ovary which measures 3.1 x 2.1 x 2.4 cm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, depression, anxiety, menorrhagia.". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: reporter information was added. This case concerns 32 year old patient. Her demographic was updated. Her historical/concurrent conditions were added. Lab data was added. Essure indication was amended. Essure removal date was added. Essure lot number was added. Her concomitant medications were added. Treatment medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia, vision loss, hot flashes, nausea, dental problems, fatigue, vaginal discharge, pain: leg, infections were added. She had recovered from following events: abnormal bleeding, infections, hot flashes and nausea were added. She was recovering from pelvic pain. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.